Event description:
It was reported, the high flow insufflation unit exhibited a warning beep sound when the air supply button was pressed, and the power went off. The issue occurred after an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the reportable malfunction was not confirmed. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device passed the standard specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.